Event description:
Reportable based on analysis completed on (B)(6) 2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered. Vascular access was via the femoral artery. The 80% stenotic lesion was located in the severely calcified and tortuous distal left circumflex. The 2.75x38mm taxus liberte stent delivery system (sds) could not cross the lesion. The procedure was completed using a plain old balloon angioplasty. There were no patient complications and the patient condition is listed as "good". However, the returned product analysis revealed stent damage.

Manufacturer narrative:
(B)(6). A visual and microscopic examination of the returned device revealed proximal stent damage. The stent struts on rows 1 to 3 were misaligned. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. A slight kink was identified in the hypotube approximately 6.5mm from the catheter strain relief. The balloon and tip sections were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subject to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context, as device performance was limited due to anatomical / procedural factors. (B)(4).